Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 08-nov-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot a21209b.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded two discrepant false positive results of 0.09 & 0.06 ng/ml on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). Positive cut-off value for I-stat troponin test: > 0.04 ng/ml is positive at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00u. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).